Event description:
It was reported that the patient presented for an office visit with excruciating generalized low back pain and milder bilateral lower extremity pain. Physician's notes indicate patient "can no longer live with her pain" she is decompensated off to the left side fairly substantially, and this decompensation will not be completely corrected by surgery." The patient underwent a posterior fusion surgery t11-s1 using posterior instrumentation, rhbmp-2/acs, resorbable ceramic granules, local bone and nuvasive neural monitoring. Op notes indicated "soft bone." Per the operative notes, the "incision was made from approximately t10 to s2" I placed the pedicle screws at t11-s1 on the right. The right l1 screw cut out slightly to the lateral side of the pedicle. It was still in the pedicle somewhat, and it was actually still quite solid; I chose to keep it." Screws were not placed on the left side. No complications were noted. (B)(6) days post-op, the patient presented with generalized low back discomfort. Per the physician's notes, "the patient's dominant com plaint, by far, is asymmetry of her hips. She thinks she has a hip problem, because she has a higher right hip than left, but I told her scoliosis normally makes the pelvis oblique, making it look like one hip is higher than the other" her preoperative leg pain has been cured by surgery. She now has a cardiac pacemaker." Lumbar x-rays were interpreted to indicate that the patient "has ongoing fusion, with screws on one side "the inferior sacral screw has subtle lucency around it which could represent some loosening."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.